Event description:
Customer's mother reported that the insulin pump returned multiple battery out limits. Caller reported that the customer had recently been experiencing high blood glucose levels. Battery out alarm prevented troubleshooting from being completed. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).